Manufacturer narrative:
The most probable root cause is excessive torque used during placement, use of a worn implant driver, or incomplete engagement of the implant driver within the implant driving feature.

Event description:
Bone fracture.